Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had been sick and taking in more fluids, so they were urinating more, and wanted to use their implant; it was noted that their being sick was not related to the device. It was stated that the patient¿s implant had been off for about 2 years, and they wanted to turn it back on again. However, they had been seeing the poor communication screen on their programmer (pp) that week, and couldn¿t get the implant working. Troubleshooting included attempting to sync with and without the antenna, but neither of these attempts were successful. It was recommended that the patient see their healthcare provider to determine if the device was still working, as it had been implanted for over 6 years. It was noted that the patient did not have a managing healthcare provider, do they were sent a listing of local healthcare providers. No further patient complications were reported as a result of this event.